Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the screen was blank. The unit was triaged and the customer¿s reported condition was confirmed. The unit¿s main printed circuit board was found to be damaged and was replaced. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-08-17.

Event description:
According to the reporter, the enteral feeding unit's screen was blank when powered on.